Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during investigation, the pump performed within specifications. The pump was exercised for 24 hours without interruptions. The pump black box indicated that the patient inserted a discharged battery during the battery change on (B)(6) 2011.

Event description:
The patient reported that after changing the battery for multiple replace battery alarms, the pump was unable to be powered. The patient confirmed that there was no damage to the pump or battery cap.